Event description:
The customer reported that while assessing tube placement, inability to obtain a ph reading prompted evaluation of the feeding tube. The tube was noted to have migrated outward approximately 7 centimeters and was removed for replacement. Upon removal, the distal end of the tube was observed to be severed, with approximately 4.5 centimeters of tubing reportedly missing. Chest radiograph and abdominal radiograph examinations were ordered prior to placement of a new feeding tube. No patient harm was reported.

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 01 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.